Event description:
It was reported that the inner sterile packaging in one side is opened. No adverse event has been reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. However, the reported photos confirmed the event. The review of the device manufacturing quality record indicate that 3231 products désignation refobacin bone cement r 40 reference (B)(4), batch a749dc0513 were manufactured on (17th may 2018). The device manufacturing quality record (of6306390) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner pouch open sealing) event described in the complaint. 22 similar complaints included the current one have been recorded over the batch number a749dc0513 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter has been sent to the customer to inform the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 3231 products désignation refobacin bone cement r 40 ref. 3003940001, batch a749dc0513 were manufactured on (17th may 2018). The device manufacturing quality record (of6306390) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner pouch open sealing) event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging in one side is opened. No adverse event has been reported.